Event description:
It was reported that pump displayed malfunction code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions and assistance to reset pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if issue happened again, which customer acknowledged and understood.